Event description:
It was initially reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during a stenting procedure on a (B)(6) male. According to the complainant, the stent could not be fully deployed. The partially deployed stent was reconstrained. Another wallstent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; stent damaged.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and no issues were noted with the profile of the device. During the analysis, it was possible to partially retract, reconstrain and then fully deploy the stent without issue. It was noted, however, that the distal stent wires were uncrossed. Following a device analysis, it was noted that the condition of the returned unit could potentially be related to the complaint incident that the device could not fully deploy. The most probable root cause for this complaint is operational context; due to the anatomical and/or procedural factors encountered during the use of the device, performance was limited. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. A labeling review identified that the device was used per the bare biliary directions for use (dfu). (B)(4).